Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 110 mg/dl (patient's meter) and 560 mg/dl (professional meter). The patient did not experience symptoms. The patient's father provided him with insulin since the patient is a kid.